Event description:
A technician reported that following bilateral photorefractive keratectomy (prk), the patient presented with dry eyes. The patient reported experiencing blurry and fluctuating vision. No intervention was reported. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Event description:
In a follow up, the center director reported that at the patient's most recent visit, the dryness had improved and the patient was instructed to taper off the eye medication. No further information is expected.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).